Manufacturer narrative:
One device was returned for repair with complaint of damaged downstream occlusion (dso) seal and scratched lens. There was no relevant service or event history. Visual/functional testing was performed. Complaint was confirmed. Replaced dso seal and lcd lens. Device passed all testing criteria post repair.

Event description:
It was reported that the device had a damaged downstream occlusion seal and a scratched lens. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.